Event description:
It was reported that on july 12, 2023, that the product reverse and fast speed do not work consistently. There was no patient involvement. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: gxl and hwe. H3, h6 service & repair evaluation: the customer reported that the hand piece for battery powered driver reverse and fast speed do not work consistently. The repair technician reported that the device did not run reverse, , wires were discolored, brown residue on the motor and on the barriers. Damaged component is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 28-jul-2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 70. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H4, h6 part # 05.000.008. Synthes lot # 008042. Supplier lot #: 008042. Release to warehouse date: 15 jun 2021. Supplier: (B)(4). No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.